Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix housing which prevented direct test of the helix mechanism. An evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture six days post implant. A chest x-ray was performed and confirmed that the ra lead was dislodged. During the revision procedure, the helix extension on the ra lead could not be verified under fluoro. Subsequently, the ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.